Event description:
Reported via clinical study. It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted. The patient was discharged. At the routine 45-day follow up computed tomography (CT) imaging, a 4x5mm hypoattenuation/mass was noted attached to the atrial surface of the closure device. The patient medication of clopidogrel was discontinued in response to the event, and the patient was placed on an oral antithrombotic; however, no medication name was provided.